Manufacturer narrative:
Product ID: 3889-28, lot# v036953, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that patient¿s first device neurostimulator (ins) depleted. It was reported that the battery did not last very long. It was indicated that it was implanted in (B)(6) 2007 and removed on (B)(6) 2008. The reporter stated that they were told it would last 12-15 years. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.